Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The screen is blank even after replacement of the batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the pump booted up normally. The display screen was observed to be blank. The blank display was removed and replaced with a new test display and functioned normally. Further testing was prohibited due to the blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.